Event description:
The following was reported to hamilton medical ag: on may 30, 2023, the operating teacher in the inpatient intensive care unit of the brain department of the (B)(6) hospital found that after charging the ventilator, although the power indicator light was on, it could not be turned on. Removing the battery indicates that the battery is fully charged and cannot be turned on even with ac power. The probability of damage to the power board of a ventilator in this monitoring room is higher than that of other departments. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, the operating teacher in the inpatient intensive care unit of the brain department of (B)(6) hospital found that after charging the ventilator, although the power indicator light was on, it could not be turned on. Removing the battery indicates that the battery is fully charged and cannot be turned on even with ac power. The probability of damage to the power board of a ventilator in this monitoring room is higher than that of other departments. No patient involvement.